Manufacturer narrative:
A previous arrhythmia event for this patient was reported under MFR #: 2916596-2021-02025. Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and the reported arrhythmia could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the event was considered resolved on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the hospital with ventricular tachycardia and ventricular fibrillation requiring external defibrillation. The patient was started on intravenous amiodarone and sotalol. The patient was readmitted with plans to get an implantable cardioverter-defibrillator (ICD) implanted.